Event description:
The following published was reviewed by gore: title: chronic limb-threatening ischemia owing to popliteal artery aneurysms with repeated occlusion after stent graft placement that was successfully treated with supera stent reinforcement: a case report source: catheterization and cardiovascular interventions, 2026; 1¿6. This is a case of a 55-year-old female with significant comorbidities, including mixed connective tissue disease, antiphospholipid antibody syndrome (aps), and chronic deep venous thrombosis who presented with a right toe ulcer that led to necrosis. CT showed bilateral popliteal artery aneurysms (paas) and occlusion from the right popliteal artery (popa) to all below-the-knee (btk) arteries. Due to high surgical risk, she underwent endovascular popliteal artery repair (epar). On (B)(6), 2024, the initial procedure utilized ivus-guided wiring and balloon angioplasty followed by placement of two gore® viabahn® endoprosthesis with heparin bioactive surface (vsx devices) across the aneurysm. A ranger drug-coated balloon was used at the proximal edges to reduce restenosis. Post-procedure angiography demonstrated successful revascularization with restoration of flow to the posterior tibial and peroneal arteries (pa) and improved distal runoff. Two weeks later, the patient developed a cold sensation in the lower limbs and poor color. On (B)(6), 2024, angiography showed occlusion from the proximal portion of the vsx devices. On (B)(6), 2024, mechanical thrombectomy and catheter-directed thrombolysis were performed; however, re-occlusion occurred within 2 days. A supera stent (6.5 x 80 mm) was deployed at the distal portion of the stent graft to address restenosis, but occlusion was noted the following day. An eluvia drug-eluting stent (7 x 40 mm) was placed at the proximal edge of the stent graft to treat persistent stenosis and restore patency. On (B)(6), 2024, follow-up imaging at 2 months revealed significant bending of the vsx device within the aneurysm, causing sluggish flow and risk for re-occlusion. The patient underwent reintervention with ivus-guided recanalization of the posterior tibial artery and placement of an inline supera stent to reinforce and straighten the stent graft. This resulted in improved flow, restoration of adequate btk runoff, and sustained patency. The stent has remained patent for more than 6 months, and the wound healed. The authors propose that the early stent occlusions may have been influenced by the patient's underlying aps, given its prothrombotic nature.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Literature title: chronic limb-threatening ischemia owing to popliteal artery aneurysms with repeated occlusion after stent graft placement that was successfully treated with supera stent reinforcement: a case report source: catheterization and cardiovascular interventions, 2026; 1¿6. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.